Event description:
It was reported that after approximately four days of intra-aortic balloon (iab) therapy the cardiosave intra-aortic balloon pump (iabp) began generating a catheter restriction alarm every five minutes. The customer had made sure the groin site was flat, had cut a suture to avoid any pressure on the catheter, and assessed the chest film. The nurses believed that the tip was approximately 1 centimeter lower than the previous day. They are not aware of anything that initiated the alarm because it started on the previous shift. They planned to hyperextend the insertion site by putting a blanket roll beneath the hip. 15 minutes later, it was reported that there was no improvement in the frequency of the alarms. It was stated that the physician was on the way in to remove the iab and the patient was stable enough to go without the therapy. Follow up after an hour revealed that the iab was removed and the patient was stable. A severe kink was noted in the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender and pressure tubing were also returned. One kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.7cm from the iab tip. Five kinks were found on the catheter tubing approximately 39.4cm, 51.3cm, 56.4cm, 65.8cm and 67.6cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate. The condition of the iab as received indicated kinks in the catheter tubing and inner lumen. We are unable to determine when the kinks occurred, however the kinks found on the catheter tubing of the returned device restricted the gas passage and resulted in poor inflation and deflation on the pump. The evaluation confirmed the reported alarm and kink. We are unable to confirm the iab migration because we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).